Event description:
It was reported the lead was replaced due to poor sensing. Additionally, alleged the patient "suffered physical and other injury" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". It was also alleged that the patient sustained and will continue to sustain severe physical injuries and/or death and severe emotional distress, mental anguish.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.